Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt tests her blood glucose 3-4 times a day. She typically tests after meals. The pt takes humalog insulin based on carbohydrate counting. However, the pt mentioned that she adjusts her dosages by a few units if her blood glucose level is fairly high. The pt also takes a set dose of lantus insulin at bedtime. The pt indicated that the alleged meter issue started one day prior, at around noontime. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. That same day before going to bed, the pt ate dinner as usual and also took her lantus insulin as prescribed. The next morning at around 9:10 am, the pt woke up feeling shaky and dizzy. She administered self-treatment by drinking orange juice and eating cereal. The self-treatment helped to relieve her symptoms. The pt denied seeking or receiving medical treatment from a health care provider during the time of concern. The pt mentioned that she would have eaten a snack before going to bed on the same day, if she had been able to test her blood glucose that night and gotten a relatively low meter reading. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.